Event description:
It was reported during prostate procedure at 64,623j and 11:15 mins of use, fiber had excessive fiberlife and error 171 displayed on the console. The console was turned off, fiber was exchanged. When the console was turned on, the screen was noticed to be locked for 2:76 mins. The console was turned off again and connections were checked. When the console was turned on after checking, color lines appeared on the screen. The procedure was aborted. Additionally, it was reported that 30% of the prostate resection was completed during the procedure. There was no injury to the patient due to this issue. The physician will evaluate the patient in order to reschedule the procedure if required.